Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the valved trocars were leaking during a vitreoretinal procedure and a plastic material broke off into the patient's eye. It was reported that the ophthalmic surgeon attempted to remove the foreign material from the eye; however, the outcome of the event has not been confirmed. Additional information and product sample have been requested.

Manufacturer narrative:
A device history record (DHR) review for each of the component lots was conducted. According to the device history record reviews, one lot was reprocessed for an anomaly (septum damage) that could have contributed to the customer complaint. One lot was reprocessed for an anomaly that could not have contributed to the customer complaint. The DHR reviews do not point to a root cause because the lots were reprocessed and the product was released according to the product¿s acceptance criteria. No further anomalies were identified during DHR. A complaint history examination indicates this is the twenty-ninth complaint, the twenty eighth complaint for leaking, and first complaint for particles against the components of the reported final lot. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described. An internal investigation has been opened to address this issue. (B)(4).